Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19196954.

Event description:
It was reported that the patients device was not working well. The patient underwent an explant procedure and the explanted devices will not be returned per hospital policy. No further information has been obtained despite good faith efforts.